Event description:
Hcp reported pump roller stall. The pt did not experience withdrawal symptoms. Hcp reported the device will be explanted. The device has not been returned to the MFR for analysis. A follow-up report will be sent when add'l info is received.